Event description:
The customer observed falsely elevated architect stat troponin-I results for 70-year-old male patient experiencing chest pain, therefore it was determined necessary to perform the electrocardiogram procedure with no IV contrast. The electrocardiogram was normal. The patient was admitted to the hospital and had serial troponin draws as per the heart attack risk protocol of the customer site. Later, the patient was diagnosed with intestinal gas. The following data was provided: first troponin-I result: collected (B)(6)2022 at 10:03am: first troponin-I result generated on (B)(6)2022 at 10:25am was 133.70 ng/l (reference range for males < 34 ng/l) retested of the first sample on (B)(6)2022 at 10:44am generated a result of 135.20 ng/l retested the first sample on (B)(6)2022 with mini-vidas method: 8.0 ng/l (reference range for males is < 25 ng/l); confirmed on the roche cobas instrument: negative. Due to the elevation of the first sample collected, new samples were collected and tested for troponin for the patient. The following results were provided: second sample collected on (B)(6)2022 12:03 mini-vidas troponin I result: 7.0 ng/l (mini-vidas reference range for male < 25 ng/l), confirmed on roche cobas troponin: negative architect: testing not performed due to lack of reagent. Third sample collected on (B)(6)2022 20:03 mini-vidas troponin I: negative (mini-vidas reference range for males < 25ng/l), confirmed on roche cobas: negative architect: testing not performed due to lack of reagent. The customer received new architect stat high sensitive troponin-I reagent (lot 40509ud00) and tested a new sample of the patient on (B)(6)2022. The troponin result was 60.4 ng/l, and the repeat result was 54.4 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data analysis, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends regarding commonalities for the lot number and complaint issue. A review of device history record did not identify any non-conformances, potential non-conformances, or deviations associated with the reagent lot number 40509ud00 and complaint issue. Field data analysis was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 40509ud00 was identified.